Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter facility name: medical corporation association miyagi kiyoyakai midori no sato clinic

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified posterior tibial artery. A 5.0 x 40, 40cm mustang balloon catheter was advanced for pre-dilation. However, during the third inflation at 24 atmospheres for 30 seconds, the balloon ruptured by reverse blood to the indeflator. The procedure was completed with another 5x4mm mustang balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter facility name: (B)(6). Corrections: lot number - previously reported as 22848400 has been corrected to 22795661. Expiration date - previously reported as 10/25/2021 has been updated to 10/14/2021. Device manufacture date - previously reported 10/26/2018 has been updated to 10/15/2018. Device evaluated by MFR: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. A microscopic examination identified a balloon longitudinal tear beginning approximately 3mm distal of the distal markerband and extending approximately 21mm proximally across the balloon material. An examination of the balloon material and distal markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues with the tip or the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified posterior tibial artery. A 5.0 x 40, 40cm mustang balloon catheter was advanced for pre-dilation. However, during the third inflation at 24 atmospheres for 30 seconds, the balloon ruptured by reverse blood to the indeflator. The procedure was completed with another 5x4mm mustang balloon catheter. No patient complications nor injuries were reported.